Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the jaws of the medium-large clip applier would not close all the way. The instrument was placed and driven on an in-house system. The instrument failed the clip test. The clip did not fully close onto the test tube. Fa found the primary failure of failed clip test to be related to the customer reported complaint. The root cause was not determinable/applicable. Additional observation not reported by site that is not related to the customer reported complaint include that the instrument main tube was found bent. The bending damage is located at the proximal end of the main tube. The root cause of bent instrument main tube is typically attributed to the user, such as excessive loading, or improper handling during transport.. Further failure analysis investigation was performed and the initial findings were confirmed. The instrument was placed on an in-house system and clip application was retested and failed. The housing was removed and the push-pull rod was inspected for any bend or fatigue and was found to be normal compared to a functional instrument. The failed clip test likely was due to the severe bend in the main tube causing enough friction to prevent the push-pull rod from moving fully, which resulted in the jaws of the instrument being unable to close all the way. This is attributed to mishandling/misuse. Per the instrument log review, the following was confirmed: the medium-large clip applier (part# 478053-04 / lot# n10210823 0001) was used in a cholecystectomy procedure on (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. This complaint is classified as a reportable event due to the following conclusion: failure analysis confirmed a failed clip test with the finding of a loose grip cable. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the jaws of the medium-large clip applier would not close completely. The customer replaced the instrument with a backup. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that the event occurred on (B)(6) 2022. The instrument was inspected prior to use but no damage or anything out of the ordinary was found. The reported issue that the instrument could not close all the way occurred three times. The issue was resolved using a new clip applier instrument on the arm. It was unknown if the vessel was greater than 10 mm in diameter.